Manufacturer narrative:
A bci field service engineer (fse) found following problems: found a degasser check valve leaking and changed check valve. The tubing bundle that goes to the hydro from the pump box and mc side was dressed so that several lines we crimped when the hydro was put in place. Redressed tubing bundle. Found restrictor in tubing to wash solution somewhat crushed. Replaced tubing assembly and refilled wash concentrate and wash solution canisters. Replaced 6 rocker valves in hydro that were damaged from wash concentrate valve leakage. Replaced wash concentrate canister and wash solution canister to repair the wrong wash solution concentration. Ran solution and k value is 4.7. Calibrated expired chemistries and ran all qc to verify instrument operation.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the hyrdo-pneumatic area on the synchron lx 20 pro clinical system. No injury was reported.